Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:panel error / connection lost (tn 556951) with panel reconnection (tn 556952).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended supposedly due to a temporary communication issue within electrical wiring of the device. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event but in 2021 and 2022 before in the software was updated to the latest version. If the unit was in use on a patient could not be determined. No patient, user or third-party harm was reported. The correction is to update to the latest software and perform all the foreseen calibrations and tests. Further internal investigations for the device with sw 1.2.3 by hamilton medical, doesn`t show any issues which were reported. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn (B)(4)) with panel reconnection (tn (B)(4)).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended supposedly due to a temporary communication issue within electrical wiring of the device. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event but in 2021 and 2022 before in the software was updated to the latest version. If the unit was in use on a patient could not be determined. No patient, user or third party harm was reported. The most probable root cause may be related to a software flaw regarding the gui which has been resolved in software 1.2.1 onwards. The correction is to update to the latest software and perform all the foreseen calibrations and tests. Further internal investigations for the device with sw 1.2.3 by hamilton medical, doesn`t show any issues which were reported.

Event description:
The following was reported to hamilton medical ag: summary:panel error / connection lost ((B)(4)) with panel reconnection ((B)(4)).

Event description:
The following was reported to hamilton medical ag: summary:panel error / connection lost (tn (B)(4) ) with panel reconnection (tn (B)(4) ).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended supposedly due to a temporary communication issue within electrical. Wiring of the device. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event but in 2021 and 2022 before in the software was updated to the latest version. If the unit was in use on a patient could not be determined. No patient, user or third party harm was reported. The correction is to update to the latest software and perform all the foreseen calibrations and tests. Further internal investigations for the device with sw 1.2.3 by hamilton medical, doesn`t show any issues which were reported.